Event description:
Received a report from customer for a n-560 where the lights were out on the heart rate side of the monitor. No patient harm reported.

Manufacturer narrative:
(B)(4). Upon receipt of the n-560, covidien determined that the initial reported failure was for missing display segments. A visual inspection verified a cracked solder joint on the display (front) pcb and the front pcb was replaced. The unit passed all testing. The manufacture date of the device precedes a supplier corrective and preventive action taken by the manufacturer.